Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.